Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced back pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), fatigue ("fatigue") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the back pain had resolved and the genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, fatigue and weight fluctuation outcome was unknown. The reporter considered back pain, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, fatigue and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015: hysterosalpingogram result was full occlusion of the tubes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe back pain and abnormal heavy bleeding (seen as genital haemorrhage). A bilateral salpingectomy was performed to remove micro-inserts around 1 year after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the essure product was not visible in the tube."), device breakage ("essure was noted and had been transected. I was able to grasp the remaining part of the essure and remove it."), back pain ("severe back pain/right lower back pain") and genital haemorrhage ("abnormal heavy bleeding") in a 45-year-old female patient who had essure (batch no. C18709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fever (chills), generalized anxiety disorder, abortion, spotting vaginal, cesarean section, breast prosthesis implantation, d & c and depression. Concurrent conditions included hyperpigmentation skin (hyper pigmented lesion on her vulva) since (B)(6)2015, penicillin allergy and allergic reaction to antibiotics. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, 4 months 7 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and headache ("headaches"). On (B)(6)2016, the patient experienced uterine adhesions ("severe adhesion of my uterus to my anterior abdominal wall"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse"), migraine ("migraines"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation/weight gain / loss"), arthralgia ("hip pain"), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdomen pain"), uterine pain ("uterus pain") and peritoneal adhesions ("omental adhesion to anterior abdominal wall"). The patient was treated with norlestrin fe (microgestin fe), escitalopram, surgery (on (B)(6) 2016, bilateral salpingectomy performed). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, device breakage, back pain, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, fatigue, weight fluctuation, vaginal haemorrhage, menorrhagia, arthralgia, pelvic pain, abdominal pain, uterine pain, uterine adhesions and headache had resolved and the peritoneal adhesions outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, peritoneal adhesions, uterine adhesions, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6)2015: full occlusion of the tubes pregnancy test urine - on (B)(6)2015: negative (B)(6)2015 - hysteroscopy essure and vulvar biopsy performed quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records received. Events were added per pfs: abnormal bleeding (vaginal, menorrhagia), adhesion of uterus to anterior abdominal wall, omental adhesion to anterior abdominal wall, hip pain, pelvis pain, uterus pain, abdomen pain and headaches. Events added as per mr - the essure product was not visible in the tube, the essure was noted and had been transected. I was able to grasp the remaining part of the essure and remove it were added. Patient demographics, medical history, concurrent conditions, concomitant medications were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the essure product was not visible in the tube."), device breakage ("essure was noted and had been transected. I was able to grasp the remaining part of the essure and remove it."), back pain ("severe back pain/right lower back pain") and genital haemorrhage ("abnormal heavy bleeding") in a 45-year-old female patient who had essure (batch no. C18709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fever (chills), generalized anxiety disorder, abortion, spotting vaginal, cesarean section, breast prosthesis implantation, d & c and depression. Concurrent conditions included hyperpigmentation skin (hyper pigmented lesion on her vulva) since (B)(6) 2015, penicillin allergy and allergic reaction to antibiotics. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 4 months 7 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and headache ("headaches"). On (B)(6) 2016, the patient experienced uterine adhesions ("severe adhesion of my uterus to my anterior abdominal wall"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse"), migraine ("migraines"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation/weight gain / loss"), arthralgia ("hip pain"), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdomen pain"), uterine pain ("uterus pain") and peritoneal adhesions ("omental adhesion to anterior abdominal wall"). The patient was treated with norlestrin fe (microgestin fe), escitalopram, surgery (on (B)(6)2016, bilateral salpingectomy performed), surgery (on (B)(6) 2016, bilateral salpingectomy performed) and surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, back pain, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, fatigue, weight fluctuation, vaginal haemorrhage, menorrhagia, arthralgia, pelvic pain, abdominal pain, uterine pain, uterine adhesions and headache had resolved and the peritoneal adhesions outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, peritoneal adhesions, uterine adhesions, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: full occlusion of the tubes. Pregnancy test urine - on (B)(6) 2015: negative. (B)(6) 2015 - hysteroscopy essure and vulvar biopsy performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe back pain and abnormal heavy bleeding (seen as genital haemorrhage). A bilateral salpingectomy was performed to remove micro-inserts around 1 year after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.